Event description:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: the "up", "down" and "ok" buttons do not have normal click or spring back. This report is being made based on evaluation results.

Manufacturer narrative:
The keypad was removed and contamination was observed under the "up" button contact. During evaluation the keypad buttons were found to respond properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.